Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged alleged stroke, heart issues, kidney issues and stage 2 cancer, unable to sleep.there was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged stroke, heart issues, kidney issues and stage 2 cancer, unable to sleep an issue related to a CPAP device's. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed an both sides of the blower box had foam that looked like they had moisture, black particles of contamination on the underside of the blower box lid were consistent with degraded sound abatement foam, front and rear panels both contained black hair/fibers and particle contamination that was consistent with degraded sound abatement foam, black particles of contamination on the bottom enclosure and blower box were consistent with degraded sound abatement foam. Exterior of the device had unknown substances of contamination on the top, bottom and sides of the device, unknown dark dust-like contamination at the air inlet of the blower box, black and brown dust-like contamination, consistent with keratin, at the air outlet of the blower box, unknown white dust-like contamination was on top of the blower motor, isolators, and the blower motor seal, white dust-like contamination and white and gray potential hair/fiber contamination was on the blower box lid, unknown white dust-like contamination was on the blower box, potential mineral deposits were on the blower motor, isolators, and bottom of blower box, indicating potential liquid ingress, manufacturer can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam in the secondary findings and were most likely from an external source. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was evidence of sound abatement foam degradation/breakdown observed, presence of multiple contaminants and was not able to confirm the complaint or address the symptoms specified. Section a2 and 3a was missed to capture in initial report and updated in the report. Sections d8, d9, h2, h3, h6 has been updated in this report.